Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a super multivac 50, ifs arthrowand. Intra-operative the wand allegedly "self-activated." The wand was removed from the surgical site and another arthrowand was retrieved to complete the procedure. No pt complication were reported as a result of this event.